Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited environmental noise on the ventricular channel. After reprogramming, the device resumed normal function. The patient was stable post event and would continue to be monitored.